Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the first of two reports regarding a1114a standard infinity skull clamp (different serial numbers). It was reported that the helicoil protrudes into the outside. It was discovered during the incoming inspection of goods by the distributor.